Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the sample was evaluated and the lens was cut. Only a half of the lens was received. The condition observed is consistent with a lens that has been explanted. The reported issue could not be verified. It could not be determine if the issue reported is related to manufacturing process as the lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. However, the miq (measurement iol quality) report was reviewed and the lens diopter measure meet specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00 intraocular lens (iol) was explanted from the patient's right eye, and replaced with another lens of the same model but lower diopter (24.5). Additional information received reported visual disturbance, unexpected post-op refraction and residual myopia in the right eye (od). An incision enlargement was performed and the patient has recovered. No additional information was reported.